Event description:
On (B)(6) 2016 noticed an odor coming from the area that the omni pod insulin pod was attached to my daughter's arm. Removed pod to find laceration under adhesive and blistering on skin. On (B)(6) took to see primary care dr (B)(6) diagnosed as burn. Treated with vaseline to allow skin to heal. On (B)(6) was seen by dermatologist dr (B)(6). Completed culture and began treating area with steroid cream due to inflammation. On (B)(6), culture showed (B)(6) infection. Began antibiotic treatment and on (B)(6) antibiotic strength was doubled due to no improvement and extended for another 10 days. Doctor felt infection tunneled from open wound and created a cyst. Minimal improvement was shown on (B)(6) and was re-evaluated by doctor. The cyst burst and began to drain. My (B)(6) daughter has experienced excruciating pain since burn occurred, has missed school, suffered blood sugars in the 300-400 range on a daily basis. Omni pod reported to me that they are aware of these reactions happening but this was the most severe. There have been no warnings to customers of the danger of being burned.